Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited a high shock impedance measurement of 146 ohms following appropriate shock delivery. It was reported that the delivered shock was successful in converting the arrhythmia. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected. If information is provided in the future, a supplemental report will be issued.